Event description:
On (B)(6) 2011 customer reported that the dxc 600 pro instrument generated modular chemistry (mc) probe obstruction errors. Customer stated that a rack was also wet with clear fluid when it came out of the autoloader. Customer stated that the mc and cartridge chemistry (cc) sample probes and assemblies were fine. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the cap piercer wash valve was clogged. Fse cleared the obstruction and system ran properly. No problems were noted by the fse. Repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).